Manufacturer narrative:
The field service engineer (fse) confirmed the reported problem during operation of the equipment. It was reported that the rp-blower assy, v60 is making abnormal noises and the equipment did not work as intended. After reconnecting the power cord, the machine was powered on, and the fault remained. The fse determined that the blower assembly failed. The fse replaced the blower assembly to resolve the issue. It was reported that the visual test passed, and the unit was running as normal; the device returned to full functionality.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a ventilator had an abnormal sound. The unit was in clinical use at the time of the event. No patient or user harm reported.